Event description:
The following information was received from the distributor: on 09/09/2009, distributor received information indicating that following a hospital admission, the patient passed away from respiratory failure. The patient's wife reports that patient had just started pump therapy the same month. Patient had an infection and blood glucose values started rising to 300 mg/dl on the afternoon of event date. Patient and wife repeatedly tried to correct for elevated blood glucose values but did not realize that "the set came loose or did not go in and the insulin was basically running down patient's side". Patient admitted to hospital on the evening of the same day. Patient was placed on ventilator and passed away the following month. Wife states, official cause of death was pneumonia. Wife stated that patient previously used lantus insulin and that they did not understand how fast the situation could become critical without using lantus. Furthermore, wife states they did not understand how different blood glucose management was when using pump therapy. Wife did not implicate pump or infusion set for cause of dka. Unomedical received the complaint through the distributor of the infusion set.

Manufacturer narrative:
The investigation of the retained samples was conducted without identifying any anomalies on the infusion sets which could have contributed to the event. Based on the information provided by the distributor, unomedical considers the root cause of this event lack of training and failure to follow the instructions for use accompanying the device. If the involved device is returned for evaluation, a follow-up report with the relevant findings will be submitted. Evaluation summary: the involved device was not returned for evaluation. Used device: no used samples were returned for evaluation. Unused devices: no unused samples were returned for evaluation. Reference samples: the retained samples were visually inspected and no anomalies were observed. Furthermore a static pull test, a flow test and a test for leakage were performed. All samples were found to be within specifications.